Event description:
Customer reported ongoing occlusion alarms. Customer's blood glucose level was reported as "high", though the specific value was unknown. Customer addressed the high blood glucose by administering a correction bolus via the pump and resolved the occlusions by changing the cartridge and resuming insulin.